Event description:
It was reported the forceps were being returned for repair as it needed to be reinsulated on the tips.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. Concomitant medical products: cable, cp393 4.5m bipolar, lot number and manufacture date unknown. Gei, k993655. (B)(4). Quality engineer reviewed the devices returned. Forceps - found the forceps does not coagulate and the distal end insulation is strongly damaged. The electrode is on short circuit. Also, the handle screw is slightly loose. The coating has probably been damaged by an excessive abrasion or friction during the use or the reprocessing steps. These damages should have been noted before the malfunction happened during the inspection before use recommended by our IFU. The device failed the electrical tests. Cable ¿ no external damage was found.